Event description:
A customer reported that in 2008, she went to the hospital because she could not get her precision xtra meter to calibrate. The customer reported being diagnosed with hyperglycemia and was treated with insulin and an IV solution of unknown composition. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Complaint was not confirmed. Performed investigation using returned meter, approved test strips lot 42704. Exp. Date 2009/03 and approved cal bar lot #67015. Meter powered on with button depression and insertion of both cal bar and strips. Calibration was recalled successfully. Incorrect cal code or lot number was not observed.